Event description:
Per the clinic, the patient experienced feedback issue with the device. Subsequently, the device was explanted on (B)(6) 2025, under general anaesthesia. The patient was reimplanted with a transcutaneous osia implant system during the same surgery.